Event description:
A mayfield skull pin was reported to have broken during surgery. The product was in contact with the patient but, there was no pt in or death reported. The event did not significantly increase the duration of surgery. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.